Event description:
It was reported that the patient presented in clinic for routine follow-up. Patient was experiencing muscle stimulation. The lead was replaced and capped on (B)(6) 2017. The patient returned home in good condition.